Manufacturer narrative:
(B)(4). (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to unknown lot number for does not attach/detach and needle stick. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified bd pen needle would not detach from the pen after injection. Patient had tried multiples time ending up cutting herself. Customer¿s verbatim: ¿ patient gave herself her 3rd injection (she did receive training at mdo) and the pen needle would not come off the pen. She tried multiple times (said she ended up cutting her finger on it too). She called tymlos MFR and gave lot number and exp for both needle and pen to (B)(6). Patient said she was about to walk out do, so didn't have a chance to get her maginifier out to give me the lot numbers also. Case # (B)(4). Products being sent by patient to MFR of tymlos".